Event description:
It was reported that this patient presented to the emergency room with mild chest pain and discomfort a few days after this right atrial (ra) lead was implanted. It was reported that this ra lead presented a lack of capture and the patient suffered a perforation that was confirmed by CT imaging, the lead was repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room with mild chest pain and discomfort a few days after this right atrial (ra) lead was implanted. It was reported that this ra lead presented a lack of capture and the patient suffered a perforation that was confirmed by CT imaging, the lead was repositioned and remains in service. No additional adverse patient effects were reported.